Manufacturer narrative:
Device manufacturer address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink, non-dehp solution set leaked below the spike drip chamber. This issue was identified during patient infusion with amino acids dextrose combination. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction h10: the customer reported two suspected lots r21c06154 and r20k07033 (omitted on initial). H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye which did not identify any abnormalities that could have contributed to the reported condition; however, a mark pointing to where the leak occurred was observed between the assembly of the tubing into the drip chamber. Due to the nature of the returned sample no additional testing could be performed. The reported condition was not able to be verified by visual inspection of the photograph. A batch review was conducted on the suspect lot numbers and there were no deviations found related to this reported condition during the manufacture of these lots. The suspect lot # r20k07033 was manufactured on 11/23/2020. The suspect lot # r21c06154 was manufactured on 03/06/2021. Should additional relevant information become available, a supplemental report will be submitted.